Event description:
An ophthalmologist reported that during a cataract extraction with intraocular lens (iol) implant procedure, encountered scratch in the middle of the optic and it affected the vision. There was patient contact observed and the procedure was completed on the same day by explanting the lens during initial procedure and replacing it with the new same model lens.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).